Event description:
It was reported that the patient developed an infection about three weeks after a battery change in (B)(6) 2012. The patient ad ministered teflec for about 3 months and was then ok. The infection came back about 2 weeks later and the patient was put back on teflec but the infection did not go away. It was noted that the health care professional (hcp) removed the system from the ears down and will put in another in the patient's abdomen. The new device was to be implanted on (B)(6) 2013. The patient needed plastic surgery in the area due to it being bumpy. Additional information was requested but had not been received as of the date of this report. Reference manufacturer report # 3004209178-2013-10830.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 3387s-40, lot# v407602, implanted: (B)(6) 2010. Product type: lead: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387s-40, lot# v395388, implanted: (B)(6) 2010. Product type: lead: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).